Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The physician repositioned the patient's ipg location away from the waistline. Nothing was implanted or explanted. The patient's device was turned on after the procedure and satisfactory coverage was achieved. The patient is reportedly doing well following the procedure.